Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event; overlay/bezel assembly, stylus, and mpu (microprocessor unit) printed circuit board assembly found out of calibration. (B)(4).

Event description:
It was reported there was a touchpanel malfunction. The position of the arrow in display is different from the position that was pointed to by the stylus. The programmer was returned for repair and calibration. No patient complications were reported as a result of this event.